Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the svc was malfunctioning. The field service engineer replaced this part. The system then passed the system checkout and was found to be fully functional. The svc was returned to the manufacturer for analysis. Analysis found that the pcoip client would boot cycle after a few minutes of operation and the logs showed "rdma" errors. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that during a case the camera cart would repeatedly go to the "searching for ip" screen and then reconnect shortly after. To troubleshoot the site checked all cables on the camera cart and main cart side that involves pcoip and re-seated, power cycled the pcoip, and tried a different ethernet port on the main cart side all without resolution. The cart to cart cable did not appear to be damaged or have bent pins and self-test showed unknown firmware for "pcoip" client. The main cart monitor and camera functioned normally. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: patient ID. If information is provided in the future, a supplemental report will be issued.